Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825ent, lot number: unknown h3,h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. H6: code a0709: device sensing problem is applicable to would not show any tracking off and on. Code a05: mechanical problem is applicable to the breakout box in port one and two were very glitchy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while a manufacturer representative (rep) was performing planned maintenance on the system, it was discovered that the system needed a new breakout box (bob) and battery. There was no patient involvement. Additional information was received. It was reported that the bob in port one and two were very glitchy and would not show any tracking on it off and on. This had happened at least five times with the ports. It doesn't happen every time. When it's not working it will still show green on the box, but won't appear on the screen or work at all until plugged into a new port. Additional information was received. It was reported that the issue was not discovered while a rep was performing planned maintenance, he was just on site for surgery coverage. Additional information was received. It was reported that the system shut down immediately while on the wall power. In selftest, the battery showed 100% while plugged into the wall power.